Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down button takes multiple or longer presses to respond and also state that scratches on screen-effect visibility. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had unexplained no delivery alarms and insulin pump rewind slower than in the past. The insulin pump will not be returned for analysis.